Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported three individuals had suspected false positives when testing on the cue covid-19 test for home and over the counter (otc) use with lot 21796c. This MDR is to document the false positive result obtained for person #2. See (B)(4) and (B)(4) for alternate two patients. Person #2 obtained a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4). A repeat cue test performed on (B)(6) 2022 provided a negative result. Two days later, a confirmatory pcr was performed and a negative result was obtained (brand of pcr test not provided). Customer stated that the cartridges may have been left out over night with temperature range below 59 degrees.